Event description:
Reporter stated that unit was found to be leaking where tubing connects to the stopcock. Set was used for an injection of radioactive materials during cardiac stress testing. Reporter stated that some radioactive materials spilled onto the treadmill and onto the pt's skin. Additionally, the reported condition also resulted in blood backing up into the tubing. Reporter denied any injury or medical intervention. Per reporter, clinician was wearing gloves at the time of reported incident. Reporter denied any direct exposure to staff.